Manufacturer narrative:
The device was not returned for evaluation. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: li you, et al. "Embolization of cavm with non adhesive embolic agent." Chin j nuerosurg. Vol 22; no 3; 2006. Mdrs related to this report: 2029214-2017-00563. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that intracranial hemorrhage was found in one case caused by guidewire (mir age 008) perforation. The objective of this study was to study the feasibility and safety of embolization of cerebral arteriovenous malformations with non-adhesive liquid embolic agent-onyx. In this cohort there were 24 patients with 26 embolic procedures.